Event description:
It was reported that the foley catheter balloon was deflated with only 5 ml of water. It was stated that the withdrawal was impossible and they needed to involve an urologist for the withdrawal of the catheter. The patient was uncomfortable. Per additional information via email from ibc on (B)(6) 2021, it was stated that the urologist pulled out the inflated balloon probe.

Manufacturer narrative:
The reported event is confirmed as manufacturing related issue. The catheter was dissected and observed deformed snip eye under the balloon. The device had not met the specification. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol.¿ correction: d, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was deflated with only 5 ml of water. It was stated that the withdrawal was impossible and they needed to involve an urologist for the withdrawal of the catheter. The patient was uncomfortable. Per additional information via email from ibc on (B)(6) 2021, it was stated that the urologist pulled out the inflated balloon probe.